Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: four (4) samples were received. Samples consist in four (4) cassette products from part number 21-7302-24. Samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect samples conditions that could cause functional issues. Results: the samples were received without spring, arm and clip occlusion. Functional testing: samples were filled with 100 ml of water; the samples were connected to the cadd legacy plus [cal. ID; 1.0214 due date: september 2021] to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint is not confirmed. No actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(6). The cause of the reported problem could not be determined.

Manufacturer narrative:
Corrected data: h10: lot number is not available at this time.

Event description:
It was reported the device caused the attached pump to give a "no disposable" alarm. No adverse effects reported.